Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-15028. It was reported the patient was experiencing heating at the ipg pocket site while charging the device and subsequent blistering around the ipg pocket site. Additionally, it was reported the patient's recharge burden has increased. Physician advised the patient to no longer charge the ipg. Surgical intervention will be taken at a later date to replace the scs system. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charing and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.